Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Event description:
As reported, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via subclavian/axillary approach, difficulty was noted in advancing the commander system and valve into the sheath. After multiple attempts, valve was advanced through esheath, but exited through the seam. An unsuccessful attempt was made to bring valve inside sheath lumen. It was noted that valve was stuck in the artery. A more proximal cutdown was performed to removed the valve, but it was unsuccessful. The valve was eventually removed and a subclavian/axillary bypass was performed. At the end of the case the patient was in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings. The esheath plus was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: tortuosity present in patient's access vessel. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaints were unable to be confirmed without the returned complaint device or procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, ''difficulty noted in advancing system and valve. After multiple attempts, valve was advanced through esheath, but exited through the seam. An unsuccessful attempt was made to bring valve inside sheath lumen. It was noted that valve was stuck in artery.'' Returned patient imagery showed tortuosity present in the patient's access vessel. Tortuosity can create suboptimal angles and lead to non-coaxial alignment between the delivery system and sheath. These patient factors could have contributed to increasing resistance, which requires a higher push force to overcome. The delivery system likely required excessive push force and manipulation while attempting to advance the delivery system with crimped valve, which can potentially catch on the liner of the sheath and create liner tears upon insertion as reported. These patient factors, in conjunction with the exposed apices of the crimped s3u thv may increase the rate of the thv getting caught on the sheath, preventing further advancement. CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Available information suggests that patient factors (tortuosity) and procedural factors (excessive manipulation, valve caught on liner) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with high push force of the commander delivery system with s3u through the esheath. This pra continues to apply to esheath+ as there are no significant changes related to the sheath shaft. To address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions. The valve from this complaint event was manufactured after the corrective action. The CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in high push force.